Manufacturer narrative:
Block h6: imdrf patient code e2015 is being used to capture the reportable event of tissue damage. Imdrf impact code f23 is being used to capture the reportable event unexpected medical intervention.

Event description:
It was reported that a navigator access sheath device was used during a transurethral stone removal. During withdrawal of the sheath, a damage fatty tissue was found in the ureter. However, the event was not caused by the device, but it was iatrogenic resulting from medical intervention. Reportedly, it was a tortuous ureter, and there was considerable resistance during insertion of access sheath. The procedure was completed with this device. A ureteral stent was placed, and the patient was monitored. The patient condition was reported to be stable.